Event description:
According to the pt during the implant procedure their colon was perforated resulting in an infection post implant. The pt underwent surgical intervention to correct the issue. The pt requires the use of a colostomy bag now. Attempts to obtain add'l info were unsuccessful.